Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to loss of capture of the previously implanted lead, this new right ventricular lead was implanted. However during implant, the physician was unable to place lead in a location with complete capture; intermittent capture was noted despite several lead repositionings. The physician elected to leave the product location and monitor therapy. The patient is a confirmed non dependent pacer and no asystole was evidenced. The lead remains implanted and in service.